Event description:
Related manufacturer reference number: 2017865-2021-36209, related manufacturer reference number: 2017865-2021-36210, related manufacturer reference number: 2017865-2021-36212. It was reported that the patient presented in clinic with the device eroded in inferior-lateral corner of the pocket. The patient was prescribed antibiotics and returned with serous drainage. Culture testing confirmed the patient had developed an infection. The implantable cardioverter defibrillator and three leads were explanted. The patient was stable post procedure.